Event description:
The cryo balloon ruptured and the patient's blood pressure and and heart rate went down. CPR was started for a short time until the vesicular breath sound recovered. Patient follows commands and moves all extremities, post anesthesia.======================manufacturer response for cryo ablation balloon, cryo ablation device (per site reporter).======================I believe that they have issued a recall on this lot number for the balloon and they are doing more investigation. They have recently requested all of the imaging involved with the encounter. We are getting the patients release to send them the images.